Event description:
It was reported that a patient with a dnr status was lying on a firststep select overlay, positioned on a bed frame made by an unidentified third party manufacturer. The patient was found deceased between the bedframe siderail and the mattress, presumably the unidentified third party foam mattress beneath the low air loss overlay.

Manufacturer narrative:
Additional information provided by the risk manager of the user facility indicates that the patient was on a medical/surgical ward with end stage kidney and renal disease and had a "do not resuscitate" order. The risk manger further indicates that the patient was found face down with his torso between the bedframe siderail and the mattress (zone 3) and his arm through the siderail (zone 1). She also indicates that the patient had no pulse or respirations when found. The risk manager indicates that there were no autopsy results. There was no report or indication of a device malfunction. The device was not available for evaluation. Three unsuccessful attempts were made to obtain the device for evaluation.